Event description:
On (B)(6) 2012, pt reported a cartridge leaked insulin in (B)(6) 2011, and this resulted in hyperglycemia in the range of 40 mmol/l (720mg/dl). She went to the hospital, and she was treated with an insulin IV and kept overnight for observation. When she was at the hospital, a nurse noticed there was a small amount of insulin in the cartridge compartment of the infusion device. Pt believes the adapter was not connected properly. The nurse cleaned the infusion device with a cotton swab and allowed it to air dry, and pt then decided to start the backup infusion device. Her normal blood glucose is 4-20 mmol/l (72-360 mg/dl). Her blood glucose decreased to normal before she was released from the hospital. No product is available to be returned for evaluation.